Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a(B)(6) year-old female caucasian patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 300cc breast implant and experienced deflation on the left breast implant. The deflation on the left breast implant was confirmed by a healthcare professional during patient¿s exam. It was reported to mentor that the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/15/18, it was reported to mentor that the device evaluation and investigation have bene completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.3 cm within a crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).